Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a surgeon to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) for revitalization on (B)(6) 2009 (batch a8026), 8 ml injection and experienced papular rash, edema, tenderness on palpation and reddening of whole face area. Event outcome is ongoing. Reporter's causality; highly probable. Addendum for follow-up info received on 06-aug and 12-aug-09 respectively were processed together: the pt recovered from these events without lasting health sequelae.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4).